Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.